Event description:
Customer reported that she had high blood glucose of 454 mg/dl, because her insulin pump was not delivering the correct amount of insulin. Customer stated that she was trying to do a bolus and programmed 25 units, but the insulin pump only delivered 1.2 units. Customer stated that she had to do a manual injection to bring the blood glucose down. Nothing further was reported.

Manufacturer narrative:
The insulin pump was downloaded and history file shows that the 25.0 units were programmed and only 1.2 units were delivered. The button event file was overwritten and was unable to verify bolus anomaly. The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was programmed with several boluses, it was monitored and all boluses were delivered and listed in the bolus history screen. Unit was programmed with multiple basal profiles and monitored, all basal profiles delivered and the correct amounts were verified in the daily totals. No basal or bolus anomaly were noted. Unit had cracked reservoir tube lip.